Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a time clock anomaly. The customer¿s blood glucose level was 9.2 mmol/l. The customer was assisted with the troubleshooting. The customer also stated that the time clock anomaly stated with a difference of 10-20 minutes and then they noticed that the insulin pump had 2 hours difference. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Programmed pump with the current time and date and monitored for a day. No unexpected time gain or loss noted during monitoring period. The time and date function is performing properly.